Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the wire and was difficult to remove. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the mid left anterior descending artery (lad). The target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, the burr became stuck on the wire. It was difficult to remove so both devices were removed together. The rotawire was noted to be kinked. The procedure was completed with another rotapro and rotawire. No patient complications were reported.